Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3600d-3 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the drill shaft is broken/damaged. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an instability surgery of the shoulder the drill broke off. It was not noted and the part remained inside the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update dw 04-sep-2024: further information was provided that the lot number of the device was found to be 022223. It was further reported that no additional surgery as it was confirmed on the CT that the part is embedded in the bone.